Event description:
It was reported that during implantation of a crystalens at-50ao lens; a haptic was torn from the optic. The ci-28 delivery device was used. The incision was enlarged for lens removal and a backup lens was implanted successfully. The surgeon indicated that in his opinion the most likely cause of the lens damage was loading error. The pt was described as doing well. This report refers to the pt¿s right eye. Reference MDR #2031924-2012-00078 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.